Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated the device failed test due to old batteries. New batteries obtained and customer has questions in reference to testing. No pt involvement reported.